Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurost imulator (ins). Caller getting system error 0x59a89a8f when trying to interrogate new ins in the box. Technical services (tss) had caller retry but had them ensure they only tap the 'start usage' button one time during the flow. Thisresolved the issue. Tss reviewed that tapping the 'start usage' button when it appears a second time briefly can cause this error. Issue resolved.